Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the crossbraces are bent non warranty does not know how they got bent.